Event description:
On (B)(6) 2025, the user reported that while filling the infusion tube, the ilet would not allow them to select ¿yes¿ to proceed to the next step, despite multiple attempts. A replacement ilet was shipped overnight. No blood glucose (bg) impact or symptoms were reported during this event.